Event description:
Customer reported insulin pump failed. Customer was trying to put in the battery and the screen was blank. Customer did report the device was currently on and it was working properly but customer doctor had informed her to get the device replaced. Customer did not recall blood glucose level. Customer was advised to disconnect from the device. The device was not dropped, bumped, or exposed to moisture. Customer uses duracell batteries. The battery cap, battery compartment, or springs were not damaged, missing, nor corroded. Customer was advised to monitor the device. Current blood glucose was 79 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.